Manufacturer narrative:
The customer called and requested a new hard drive for his cns (central nurse's station) . Waiting to hear from the customer what problem he encountered with the cns. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer called and requested a new hard drive for his cns (central nurse's station) .

Manufacturer narrative:
Manufacturer narrative: the customer called and requested a new hard drive for his cns (central nurse's station). Further investigation shows that this complaint is not related to a malfunction of this device. The customer ordered a new hard drive for his cns thinking that because it was on the shelf that it was defective. The customer later found out that the device was not defective, but that they didn't have the dangles for the unit. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.